Event description:
It was reported that the patient experienced chest pain and aspiration pneumonia after the implant. The pacemaker and two leads were explanted, due to infection. It was also reported that there was a pericardial effusion. Follow-up revealed no record of lead perforation in the patient's files. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.